Event description:
A malfunction was reported by a caller concerning a pump. There was no adverse impact to the customer's blood glucose level. The issue was identified as malfunction code 0, which was resettable, although the pump would not turn back on after the reset attempt. Technical support instructed them to open the mobile app to upload logs for investigation. A replacement pump was sent by technical support, the customer was advised on backup therapy using multiple daily injection (mdi).